Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Off-site hybrid analysis determined that the reported high current drain was due to a faulty capacitor (c1). The capacitor is a tantalum capacitor from lot 2566490. If information is provided in the future, a supplemental report will be issued.